Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4)and an evaluation was performed. The evaluation determined that the device faults were single occurrences and could not be reproduced during in-house testing. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk anaylsis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4)that an astral device displayed a high pressure alarm resulting in an unexpected restart of the device. There was no patient injury reported as a result of this incident.